Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had failed. A field service engineer (fse) accessed the unit and attempted recovery of auxiliary drawers 1.1, 1.2 and were not detected on the pyxibus. The fse inspected both aux units, reseated all drawer and controller cables, and reassembled the drawers. After powering the unit back on, the fse verified functionality through storage space configuration, successfully opening both drawers. The repair was validated as the user inventoried medications in aux 1 drawers 1.1 and 1.2 successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, which located on sch meda. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from emergency room, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.